Event description:
It was reported that the patient received a shock due to an episode in the vf (ventricular fibrillation) zone which appeared to be 1:1 conduction svt (supraventricular tachycardia) with rvr (rapid ventricular response). Four unsuccessful atp (anti-tachycardia pacing) therapies were delivered, before the shock restored normal rhythms in the atrium and ventricle. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688, lead, implanted: (B)(6) 2013; 5076-45, lead, implanted: (B)(6) 2013. (B)(4).